Event description:
It was reported that this was an attempted arteriotomy closure of the left and right common femoral arteries (lcfa, rcfa) after a covered aorto bi iliac stent graft placement, with a 16fr sheath in the lcfa and a 12fr sheath in the rcfa. Reportedly, during deployment of two prostar devices (one on the lcfa and one on the rcfa) only 3 needles came down instead of 4. A needle was missing at the level of the ¿collar¿ of the devices. An attempt was made to withdraw the needles in the sheath; however, it was unsuccessful in re-entering the central metal rod of the prostar xl devices. An attempt was made to remove the body of the devices, but great resistance was felt, and it was necessary to pull a little harder, resulting in bleeding which was treated by compression. With the devices partially removed, an attempt was made to advance a guide wire in the small side lumen to pull back into the introducer sheath, but it was impossible to advance the wires more than 8 cm in either device. A cut down was performed to remove the devices and achieve hemostasis on both access sites. There was no adverse patient sequela and no reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional the prostar device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to fire the needles, retraction problem and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported difficulty inserting the guide wire could not be confirmed as a proxy 0.038 inch guide wire was used to backload through the entire sheath with no resistance noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. An attempt was made to remove the body of the devices, but great resistance was felt, and it was necessary to pull a little harder, resulting in bleeding which was treated by compression. It should be noted the prostar xl instructions for use (IFU), states: do not advance or withdraw the prostar xl device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the prostar xl pvs device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, removal of the device against the resistance was circumstantial due to the difficulties experienced. Based on the returned device condition, a conclusive cause for the reported difficulties could not be determined. Factors that may contribute to the reported failure to deploy/ fire the needles may include, but are not limited to, incorrect angle of deployment, change position of device during deployment, device orientation. Factors that may contribute to retraction problem (needle back down) and device entrapment may include, but are not limited to, needle tangle, needle not nested. Factors that may contribute to difficulty advancing the guide wire may include, but are not limited to, operator uses guide wire straightener to reinsert guide wire into guide wire exit port. The patient effect of hemorrhage and subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.